Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of malposition could not be determined, however, investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias, and conduction system defects, (bradycardia, lbbb, rbbb) which may or may not require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the thv procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. At this time. H3 other text : device remains implanted.

Event description:
Per report received from japan, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. Due to renal insufficiency of the patient, the operation was performed without contrast medium under local anesthesia. The perpendicular view was obtained by using pigtail catheter and a wire. In consideration of sov condition, the valve was deployed with 2 ml less than nominal volume. After the valve deployment, intracardiac echocardiography (ice) revealed that the valve landed 110:10 aortic/ventricular position at the noncoronary cusp (ncc), and landed 100:0 aortic/ventricular position at left coronary cusp (lcc). Paravalvular leak (pvl) was none to trivial. Since there was no problem observed with consciousness level, ECG and vital signs of the patient, the device was withdrawn and hemostasis was performed. During hemostasis, st fluctuation in inferior leads was observed. However, no problem was observed with consciousness level and blood pressure (bp) at that time. After hemostasis, during ECG observation, the complete atrioventricular block (cavb) developed. Since junctional rhythm and st elevation in inferior leads were also observed, rca obstruction was strongly suspected. After that, ventricular fibrillation (af) developed and the patient went into pulseless electrical activity (pea). Hence, cardiopulmonary resuscitation (CPR) was started, and the percutaneous cardiopulmonary support (pcps) and intraaortic balloon pumping (iabp) were introduced. Then, the conduction disorder improved. Since angiography (aog) revealed slow-flow in rca, percutaneous coronary intervention (pci) was tried to be performed, but it could not be completed. Therefore, the emergency off pump coronary artery bypass (opcab) of svg-4pd was performed and the bailout was succeeded. The pcps was removed during procedure. On postoperative day (pod) 1, intubation was performed. On pod 2, iabp was removed. Per medical opinion, because of the patient had a constricted part in stj and the valve was landed higher than the intended position, a neo-sinus was constructed by native right coronary cusp (rcc) and the constricted stj part, thus the rca obstruction occurred. Per follow-up information, the preoperative intended deployment position (aortic/ventricular) was 90:10 to 100:0. The perceived cause of the valve malposition was unknown.